Event description:
It was reported that, "surgeon placed a trident psl shell in the acetabulum in 45 degrees of inclination and then inserted the alumina ceramic insert and upon post op x-ray, he realized that the ceramic insert was seated 53 degrees of inclination. Therefore, the surgeon felt that the insert did not seal correctly."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.